Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing particles in the chamber. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Section h10 captured incorrectly in previous MDR. It should be reported as: the manufacturer was initially contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The patient alleged water is black, woke up congested, and particles in tubing/chamber. There was no report of patient harm or injury. Additional information was received and added to the report. The device was returned to the manufacturer's service center on 06/05/2023 for further evaluation. The device was evaluated on 08/25/2023. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation observed an unknown dark dust contaminant on the module/sd card flip doors. There was a dark dust contaminant present in the blower box at the air inlet. A dark dust contaminant was observed to the top enclosure, on the iso port of the rear panel, inside the iso port, on the front panel, rear panel, bottom enclosure, and on the blower box. An unknown dust contaminant was present on the blower box. Evidence of sound abatement foam degradation/breakdown was not observed. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes unable to directly address the symptoms or complaints and confirmed no presence of degraded sound abatement foam. Section b1 adverse event was checked incorrectly. It has been updated and corrected to product problem in this report. In section g4 PMA/510(k) number mistakenly captured in device bla, it has been update or corrected to PMA/510(k). Section h6 (health effect - clinical code) has been corrected and (type of investigation,investigation findings, investigation conclusions) has been updated in this report. In this report, section d9, g3, h3, h6 has been updated or corrected.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged seeing particles in the chamber. Related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Updated in this report.